Manufacturer narrative:
The root cause of the reported event is inconclusive. There were no manufacturing issues or device failures identified with the reported event. The device was not returned for further evaluation and a clinical evaluation was not able to identify an issue with the initial implanted devices. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and an infrarenal aortic extension on (B)(6) 2016. Physician elected not to place a limb extension during the initial procedure due to the tortuosity of the patients left common iliac. Patient came in for a follow up on (B)(6) 2016 an based on computed tomography (CT) the physician elected to implant the limb extension. The CT did not reveal any issues with the initially implanted devices. The patient is in stable condition.